Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a thal-quick chest tube 24fr was inserted into the patient on an unknown date with no issues. The top piece of the catheter, described as the straight tube, detached from the proximal christmas tree adapter. Additional patient, event and device information has been requested but not yet provided by customer. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5: additional information received 17jan2019 identified that it was reported no subsequent procedure was needed as a result of this occurrence. Device evaluation: the complaint device was not returned; therefore, no physical examinations could be performed; however, a device was returned for a previous complaint for a similar device and failure mode, so that investigation will be referenced. The returned device consisted only of the conical adapter separated from the catheter. Dimensional verification of the returned device showed all relevant dimensions to be within specification. The investigation could not definitively establish a main cause of failure, but also did not suspect a manufacturing cause of failure. Based on the similarity in failure modes, it is reasonable to suggest a similar conclusion for this complaint. Additionally, a document based investigation evaluation was performed. Investigation: a document-based investigation reviewed the following: documentation, instructions for use, and quality control specifications the real part number of the complaint device is unknown, but based on the information provided, the device is believed to be a tqt-24.0-41. The investigation was performed with this assumption. The device manufacturing record showed no gaps in production or processing controls and that sufficient controls are in place to detect this failure mode prior to release. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Additionally, the supplier of this component was not contacted for a supplier investigation since there was not enough information to provide to the supplier. Review of the design history file revealed verification testing that shows this product metrelevant acceptance criteria. IFU states: how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Conclusion: based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. The appropriate personnel were notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.